Manufacturer narrative:
This report is filed april 9, 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, the patient experienced tinnitus with and without device use as well as dizziness; reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(4) 2014.